Event description:
A dentist was performing a surgical procedure where the pt was burned on the right cheek.

Manufacturer narrative:
A dentist was performing a surgical procedure where the pt was burned on the right cheek. During evaluation of the handpiece, it was found the overheating came up due to high friction, the blocked ball bearing. Evaluation findings: the debris level of this handpiece was high. The bearing was blocked by debris and coagulated blood. There was no lubrications in the handpiece. The internal parts e.g. Bearings in the handpiece was completely dry.